Event description:
It was reported that the system 5 dual trigger rotary handpiece was allegedly working in reverse mode continuously without pressing trigger during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, a trigger assembly failure was found. A faulty trigger can cause unintended activation and was the likely cause of the reported event of running without depressing the trigger.

Event description:
It was reported that the system 5 dual trigger rotary handpiece was allegedly working in reverse mode continuously without pressing trigger during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary; a follow up may be submitted when the quality investigation is complete.